Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact on the customer's blood glucose level. The customer followed the advice from technical support to use the tandem-supplied charging cable and wall adapter, leaving the pump plugged in for at least 30 consecutive minutes, which resolved the issue as the pump began charging.